Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and verified the reported issue.  Physio observed that the device's internal hybrid layer capacitor (hlc) batteries had depleted to a low state, which prevented the device from remaining powered on.  As a result, the device would not charge and shock, when prompted. Physio further observed that the device's charge pak assembly had expired on 2013-02-28, which set the charge pak and attention icons on and allowed the internal hlc batteries to deplete.  Physio opened the device to perform a visual inspection; however, no discrepancies were observed.  Based on the information available, it is reasonable to conclude that the cause of the reported issue was use error due to a failure of the customer to properly maintain the device.  The customer was provided with a replacement device.

Event description:
The customer sent their device to physio-control for a routine inspection. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed a low battery indicator and that the device would not power on when prompted.